Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci vascular specialist that a patient underwent a catheterization procedure on an unknown date. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. The physician reported that the patient had a dissection as a result of the deployment. The physician stated that his opinion is that the event was mynx related. No further information is available.